Manufacturer narrative:
Hold for em. Section d1: brand name: corrected section d4: catalog number and UDI: corrected section h6: medical device problem code: corrected manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: b)(6) was returned for analysis, and a log file was submitted (d3040854) and downloaded (d3081318) for review that showed overlapping events spanning approximately 10 days (24feb2024 ¿ 04mar2024, 08mar2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active from (B)(6) 2024 at 13:37:05 ¿ (B)(6) 2024 at 11:03:20. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. Afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and low voltage alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery (bb) was replaced twice, but the system controller was still showing a backup battery fault (bbf) alarm. The site planned to replace the controller. Before exchanging the controller, the site put the original bb back in and the alarm resolved but were still advised to exchange the controller because the alarm would likely return. It was noted that the patient has a marginal aortic valve. The site wanted to avoid a controller exchange if possible, but the exchange was well tolerated. Log file review was requested, and the event log file displayed multiple strings of bbf alarms beginning on (B)(6) 2024 at roughly 1:47 pm. Technical services noted that the bbfs occurred due to a failed bb load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.